Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 530 mg/dl and ketones were present. Customer's brother brought customer to the emergency room. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and high bg. Customer was treated with intravenous insulin. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Bg was 150 mg/dl. Contact reported that the pump was with the customer during a computerized axial tomography scan and afterward, contact alleged pump was not delivering insulin properly. Customer reverted to using manual injections for insulin therapy.